Manufacturer narrative:
Pump was received with no button response due to flattened escape, act, down arrow and up arrow buttons dome switch (no creased). Inspected j2/lcd connector and no unlocked connector noted. Unable to or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump had cracked reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and had a high blood glucose event. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump act button does not work and customer had a high blood glucose of over 500 mg/dl and treated with 30 units of insulin. No high blood glucose troubleshooting was performed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.